Event description:
N/a.

Manufacturer narrative:
(B)(6). (B)(6), a cvicu rn, called into the emergency support program line requesting assistance for a gas loss alarm that had alarmed one time. She had troubleshot this alarm by pressing the start key. (B)(6) verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. She reported the patient¿s hr was consistently in the low 100s. Esp personnel reviewed the nature of the alarm and the proper troubleshooting steps and stated the gas loss alarm was likely triggered by the above clinical factor. Esp personnel provided a direct phone number and asked her to call esp personnel directly should the alarm go off 2 to 3 times in one hour despite pressing the iab fill key. No patient harm or injury was reported.

Event description:
(B)(6), a cvicu rn, called into the emergency support program line requesting assistance for a gas loss alarm that had alarmed one time. She had troubleshot this alarm by pressing the start key. (B)(6) verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. She reported the patient¿s hr was consistently in the low 100s. Esp personnel reviewed the nature of the alarm and the proper troubleshooting steps and stated the gas loss alarm was likely triggered by the above clinical factor. Esp personnel provided a direct phone number and asked her to call esp personnel directly should the alarm go off 2 to 3 times in one hour despite pressing the iab fill key. No patient harm or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: d10, h6 (component codes).